Manufacturer narrative:
A medtronic representative went to the site to test the equipment and opted to replace the system pendent and system control board. The imaging system then passed the system checkout and was found to be fully functional. Investigation of returned suspect system pendent was unable to confirm the reported issue. Pendant was installed in the test imaging system and ran without any issues. Fse could not duplicate the issue, replaced as a precautionary measure. Investigation of returned suspect system control board was unable to confirm the reported problem. System ctrl board was installed in the test imaging system and ran without any issues. Fse could not duplicate the issue, replaced as a precautionary measure. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that, while in a spinal fusion procedure the 3d images on the imaging system were not appearing correctly. The site representative reported the first 3d spin appeared black and white with no anatomy present in the images. The 2d images appeared correctly prior to the spin. The site representative reported low dose standard technique settings were used for pediatric patient. It was requested the image acquisition system (ias) be rebooted and the 3d image be re-captured. The surgeon completed the procedure with the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.